Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed no damage. Visual and tactile analysis noted no damage on the shaft of the device. Dissection of the catheter tip revealed that the teflon on the guide wire had scrapped off during the procedure and caused the guide wire to stick in the guidewire bushing at the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an atherectomy procedure, catheter entrapment occurred. The target lesion was located in the left superficial femoral artery (sfa) and popliteal arteries. Atherectomy was performed with a jetstream xc atherectomy catheter over a non-bsc wire. After two passes with the jetstream blades down, the device would no longer move on the wire. The doctor was trying to rex the catheter back to go blades up with the jetstream device, but it would not come back over the wire. The device was removed and the procedure was completed with balloon dilation with good result. No patient complications were reported and the patient status is fine.